Event description:
It was reported the gastrointestinal videoscope was used in a extended-spectrum beta-lactamase and the customer request for a full inspection for integrity of the inner wall of the instrument/biopsy channel. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause of the complaint was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.